Event description:
A 15 mm diameter x 8.5 cm length aneurx iliac stent graft was intended to be implanted in a patient for endovascular treatment of an aortic aneurysm in 2001. It is reported that a 16 french cook sheath was used to deploy the stent graft. Although the physician lubricated the aneurx delivery system as recommended by the cook corporation, the delivery system could not be inserted through the sheath and into the patient. It was reported that another iliac stent graft of the same size was used to successfully complete the case. The stent and delivery system have been returned to medtronic ave and are pending investigation. No add'l info is available at this time. No add'l clinical sequelae were reported, and the patient is reported to be fine.

Event description:
Further info rec'd by medtronic ave indicates that the pt's vessels were moderately tortuous with moderate calcification. A new 16 french cook sheath was utilized. The delivery catheter was difficult to insert into the sheath and was difficult to move back and forth. The physician attempted to deploy the stent graft, but the graft cover was difficult to retract. The graft cover broke, and the physician removed both the device and the sheath. A second sheath and delivery catheter were used. The delivery catheter was libricated, and the device was inserted slowly. The second delivery catheter was difficult to insert, but was successfully deployed.